Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) had displayed a warning message that indicated the charging capacitors could not charge within 30 seconds.